Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had solid white screen and was flashing on and off. The customer also reported that the insulin pump was alarming and vibrating. The customer's blood glucose was almost 300 mg/dl at the time of incident. The insulin pump will be returned for analysis.